Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and claimed the cgm had been showing false highs.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.